Event description:
It was reported that a patient 'still got infections' and her doctor told her 'that it would not.' It was not clear what that meant. It was stated that the patient 'still leaks and has to wear a pad.' It was noted that her device did provide 'improvement' in her symptoms, but not completely. About three weeks later it was reported from the health care provider (hcp) that the patient was referring to urinary tract infections (uti) and that there was no implant infection. A culture of the patient's urine was obtained and the type of organism cultured was e.coli. The patient was given oral antibiotics. It was reported that the patient's infection had resolved. It was noted that the patient had a history of utis before implantation of the device. No further information was obtained.

Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy.

Manufacturer narrative:
Product ID 3889-28, lot# v931559, implanted: (B)(4) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).